Event description:
It was reported that the customer was concerned that the instruments in the veptr ii graphic cases could not be properly sterilized because the plastic coating was peeling off the metal. Account was concerned that debris could get in the crevices between the plastic and metal, contaminating the instruments. This is report 6 of 6 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing investigation and appeared to be heavily used. The lid was bent and severely scratched from multiple cleanings and sterilizations in the field. The exterior of the base assembly displayed the same damage as note for the lid. The anodized coating of the interior trays was stained and discolored from multiple cleanings and sterilizations in the field. The nylon coated components located in the case were not peeling or delaminated. Due to the received condition and unknown sterilization environments that the unit was subjected to in the field, this complaint is deemed invalid from a manufacturing perspective. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 6 of 6 for this complaint (B)(4).